Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the catheter was not returned. The full lead was able to be passed through a c315 catheter without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited under-sensing during repeated unsuccessful attempts to implant into the interventricular septum. The lead was removed and replaced. No patient complications have been reported as a result of this event.